Manufacturer narrative:
Additional narrative: a product investigation evaluation was performed ¿ we have received the reamers sent back to us for investigation. Both tips of the reamers are broken off as reported. Both reamers broke between the second and the third step, it means that the first 25mm are broken off. Reviewing the device history records (DHR) showed no deviation to the specifications. The article was manufactured in may 2011. The overall condition shows marks from often use and wear and tear, though not enough evidence to determine exactly how often the instrument had used been prior to this surgery, we only can assume that wear and tear over the years has lead too these breakage. Please do replace worn articles before surgery in order avoiding problems and interruptions during surgery. No product fault could be detected. DHR review ¿ (B)(4). Manufacturing site: (B)(4). Manufacturing date: 02.may.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon was operating on an oblique femoral shaft fracture. The surgeon was utilizing an expert asian femoral nail (a2fn) using reconstruction locking hip screws. Surgeon inserted the caudal guide wire, followed by the cranial guide wire. The inferior guide wire was then removed and the reamer 4.5/6.5 for a2fn was used to ream the neck of femur. The tip of the reamer broke off medial to the nail (approximately 4mm medial to the nail). The nail was removed and the broken reamer tip also removed from the patient. The nail was then reinserted and the process was repeated. The hip screw wire and reamer position were changed to a more superior height in the neck of femur to avoid the calcar. The second reamer was inserted, whereby it too broke. The break was at an almost identical point. There are two reamers in the standard a2fn set. Both broke in the procedure. The tip of the second reamer was removed from the patient. No broken pieces were left in the patient. There was a report of 120 minute surgical delay. Surgeon was happy with patient¿s outcome after surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information unknown device is an instrument and is not implanted / explanted. The 510k #: device is not distributed in the united states. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.